Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 2135147-2021-00237. It was reported that on (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During procedure, the left atrial disc was deployed and pulled gently against the atrial septum. Then the right disc was deployed and tension was observed on the delivery cable. It was observed that the device was ballooned/swollen and it was recaptured and removed from the patient. A new 25mm amplatzer cribriform occluder was then attempted, however the device also deformed with a balloon/swollen appearance. The device was removed from the patient and a replaced with a new 25mm amplatzer cribriform occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, bulbous deformation was visible in right disc of occluder device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.